Event description:
Ligature blunt tip laparoscopic sealer jaws became closed and would not open. When the sealer was removed (with jaws still shut) part of the patient's tissue was removed inadvertently.